Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. The battery depletes fast. They had changed the battery a couple of times. They also noticed a crack by the battery compartment. The customer's blood glucose level was 141 mg/dl. Troubleshooting was performed. The battery did not last more than a week. The customer did not receive a weak battery alert after inserting their current battery. It was determined that the insulin pump will be replaced due to it not working properly. The device will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. The battery icons functioned properly. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.